Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was visible blood in flash chamber and poor sleeve function. The following information was provided by the initial reporter. The customer stated: "the needle sheath does not retract when changing tubes and allows blood to pool in the hub when using product.".

Manufacturer narrative:
Bd received 3 samples for investigation. The samples were evaluated by functional sleeve testing, each used to draw 10 tubes, and the indicated failure mode for sleeve not recovering with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve not recovering. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was visible blood in flash chamber and poor sleeve function. The following information was provided by the initial reporter. The customer stated: "the needle sheath does not retract when changing tubes and allows blood to pool in the hub when using product."